Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model#: sc-4316, lot #: 15225563, description: next generation anchor kit-sterile. The explanted devices were not returned to (B)(4) as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient was experiencing soreness at the ipg site. The device was showing through an open wound and the battery was exposed. Antibiotics were prescribed. The physician did not believe that the infection was device related. The patient underwent an explant procedure. The patient was reportedly doing well postoperatively.